Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two hours post implant, intermittent ventricular failure to capture were observed on the surface telemetry. The lead remains in use and the patient will be monitored by the clinic. No patient complications have been reported as a result of this event.